Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was feeling uncomfortable stimulation. Patient stated it felt like the device had been turned up way high and it felt like it was throbbing and very hard, hard, hard. Patient stated they were at work and their patient programmer was at home. Patient stated they normally stood at their desk, but had been sitting while they were working. Patient stated they felt like they had to go to the bathroom and when they stood up it was beating so hard they almost couldn't get down the hall to the bathroom. Patient thought it might have gotten better after they used the bathroom, but it didn't. Patient stated it only eased up when they are leaning way over, but even then they could feel it. Troubleshooting was not performed due to lack of access to the patient programmer, it was recommended to turn stimulation down or off once the patient had access to the programmer. No further complications were reported or anticipated.